Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. Upon review, high capture threshold anomaly was exhibited on the atrial lead. The patient was scheduled for future lead revision procedure.

Manufacturer narrative:
The previously reported user facility report source was erroneously not included; the report source should include user facility.

Event description:
New information received indicated that high capture threshold was due to dislodgement of the atrial lead. On (B)(6) 2017 the lead was repositioned successfully. There were no issues.